Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. The reported issue was discovered during repairs for the related complaint. This complaint is related to cr-(B)(4)/ medwatch #1828100-2016-00100.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, a belt slip error was displayed. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) was able to tighten the belt per service procedures resolving the issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.